Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high triglyceride (tg) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were subsequently repeated for lipid chemistries and the tg results were lower. The erroneous results were reported outside the laboratory, but were amended by the subsequent results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Prior to the event, tg was calibrated and qc results were within the lab's established ranges. The customer found that the tubing was disconnected from one of the cuvette washers. The tubing was reconnected. As of (B)(4) 2010, there were no more calls to the bci hotline for tg problems.